Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).

Event description:
It was reported that during a paroxysmal a-fib procedure, it was not possible to pace from carto 3 system. The case was finished using pacing from the ep recording system. After follow up with the customer to obtain detailed information of the event it was stated that it was a planned pacing for assessing conduction block. The physician tried to pace from all the diagnostic catheters connected to the piu (also in emergency mode). By changing the pacing cable and rebooting the workstation did not solve the problem. By disconnecting all the catheters and cables from the piu and reconnecting them to the ep recording system it worked fine. The micropace stimulator didn't show anymore the error massage of high impedance. The physician didn't consider that there was any potential risk to the patient from this pacing issue. Due to the fact that the physician was not able to use the emergency pacing port from the piu, this event becomes reportable.

Manufacturer narrative:
(B)(4). It was reported that during a paroxysmal a-fib procedure, it was not possible to pace from carto 3 system. The case was finished using pacing from the ep recording system. The carto 3 system and the ep recording system were checked by the fse (field service engineer) and it was noticed that there was a setting issue on the bard system. The pacing circuit was not enabled. By performing the correct settings, the pacing works properly. The issue was not carto 3 system related. It was found operational. The DHR associated with carto 3 (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.